Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported poor pain control and poor pain relief on (B)(6) 2016. A clinical diagnosis of decreased pain relief was reported. Reprogramming to a high frequency program was performed on (B)(6) 2016. The event was ongoing. The event was related to the device or therapy, specifically due to programming, and not related to the implant procedure. The most recent programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The ins was reprogrammed on (B)(6) 2016. The lead was repositioned on (B)(6) 2016 the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the leads were repositioned secondary to poor pain relief. No contributing factors were documented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative reporting that two leads were repositioned on the same day.